Event description:
The dr had difficulty inserting the iab into the pt on 4/24/98 at 7:45 pm. The intra aortic balloon was not returned to datascope for eval. (Event complications: unk-reported 6/24/98.) (Pt's current status: discharged-rpt'd 6/24/98.)